Event description:
Reporter noted that the scrub nurse switched tips, then surgeon saw a few amber flakes in the eye and not retrieved them. When surgeon saw the pt post-op there was a flake still present. Believes the particle is from the tip wrench, and is deciding whether or not to remove it from eye.